Event description:
As reported by the edwards' affiliate in japan, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve, a 14fr esheath+ was inserted from the right access vessel by cutdown. Regarding the access vessel, the minimum luminal diameter was reported to be about 7 mm. After balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon catheter, the bav catheter seemed to be caught on the tip of the esheath+ when withdrawing. The doctor slightly advanced and inflated the balloon once, and applied negative pressure on the balloon, then withdrew the bav catheter back into the esheath+. Although a little resistance was felt, the bav catheter could be removed. During insertion of a commander delivery system (ds), resistance was felt when the valve came out from the tip of the esheath+. However, the valve was deployed without problem. After withdrawing the esheath+, it appears that the esheath+ tip was torn and separated. At this time, there is no indication that there has been any negative impact to the patient due to the separated piece, and nothing to indicate the piece is in the patient at this time. The device will be returned to confirm if the separated piece is within the esheath+ lumen.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A device related photo was provided, and upon review, it was observed that the esheath+ distal tip was torn radially along the distal edge of the liner, and that a portion of the distal tip appeared to be missing, and that there was stretching on the distal tip along the tear. The 14f esheath+ was returned for evaluation with the introducer fully inserted and locked. The liner was noted to expand fully as designed. The distal tip of the esheath was torn radially and was missing. The esheath material was stretched along the tear. The c-marker and all score lines were present. Due to the nature of the complaint, no functional testing was performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. In this case, the complaints for the distal tip tear of the esheath+, resistance/difficulty advancing the esheath+ and separation of components were confirmed based on the evaluation of the returned device and provided imagery. Available information suggests procedural factors (improper tip expansion) likely contributed to the resistance advancing the delivery system and esheath+ distal tip tear. The distal tip was torn radially, which is characteristic of sheath tip tear events related to improper tip expansion (involving variability in the tip scoring process), resulting in interference between the valve and sheath tip. High push forces applied to overcome resistance during system advancement through the esheath+ can contribute to tip tearing and subject it towards separation. Available information suggests procedural factors (high push forces) likely contributed to the distal tip separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.